Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor assembly. The pump was received with corroded lcd board during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 410 mg/dl. The customer treated with a manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the o-ring lip of the reservoir compartment is not missing. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.